Event description:
As reported via legal documentation, on or about (B)(6)2013, a patient underwent a left total knee replacement surgery in which an exactech optetrak system was implanted to treat left knee degenerative joint disease. On (B)(6)2023, approximately 9 years 5 months after their initial implantation, the patient required left total knee revision surgery because of component loosening, substantial polyethylene wear including particulate debris of the plastic polyethylene insert found throughout the knee area, excessive wear and delamination of the polyethylene liner leading to substantial osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6) 200-02-32 - three peg patella 32mm, (B)(6) 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k, expiration and manufactured date cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.